Event description:
During a procedure, the 9f sheath was all the way up into the ivc. After the procedure, everything was fine. Post procedure, the physician decided to exchange to a shorter sheath. After lining up the long sheath for the short sheath, the pull wire would not pull out of the body. The short sheath was destroyed, all that was left was this wire in the body. The wire would not come out. It was noticed that the wire was knotted at the tip. The sheath was upgraded to a 12f and the wire was removed. Additional info received in 2008: during insertion of the guidewire, some normal resistance was encountered. The wire ended up with a double looped knot. It is unknown if the guidewire was torqued during insertion. Extra heparin was ordered while the wire was stuck in the pt for less than 1 hour.

Manufacturer narrative:
Device not yet received. A follow-up report will be submitted once device is received and the investigation is completed.